Manufacturer narrative:
Eval codes: results: (other) - the top ridge zipper elements the spacing is inconsistent and there is a 4 inch vinyl tear. Front side a drainage port from start to end has a 4 inch vinyl tear and the literature bag is damaged. Backside b drainage port start and end has a 2 inch vinyl tear.

Event description:
It was reported that a posey bed - acute care/ltc model 8050 has a tear on the mattress envelope, no specific location provided. No pt injury reported.